Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device's buttons are worn and are no longer clicking. No adverse impact was reported.